Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was not done as save-to-disk is unreadable.

Event description:
It was reported that the patient experienced an episode of fainting or syncope which may correspond with a noise event that caused loss of pacing. The right ventricular lead also had fluctuating and high thresholds and lead fracture is suspected. The lead was reprogrammed to change the sensing and raise the sensitivity. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).